Manufacturer narrative:
Intuitive surgical, inc. (Isi) had made several attempts to obtain the sureform stapler 60 instrument and the reload to be returned for failure analysis to be performed, but the instrument and the reload was not returned to isi. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. System log review was conducted for a procedure on (B)(6) 2021 on system sk3454. While various system messages were recorded, there were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler instrument (part #480460-09 / lot #k91210118-0189) was recorded in use during this procedure. There were also four sureform 60 blue reloads with part #48360b. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found that stapler instrument (part #480460-09 / lot #k91210118-0189) fired 5 reloads (1 green followed by 4 blue). All firings were completed per the logs. The second and fifth firings had pauses for compression, the rest did not. There were no incomplete clamps in the procedure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon observed staple line bleeding and a leak test was performed using indocyanine green (icg). Firefly identified a small area of the fundus within the stomach that had a small leak, so the surgeon over sewed to correct the problem. The procedure was completed with no reported injury.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon observed staple line bleeding and a leak test was performed using indocyanine green (icg). Firefly identified a small area of the fundus within the stomach that had a small leak, so the surgeon over sewed to correct the problem. The procedure was completed with no reported injury. On 31-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon had ¿stapled along the greater curve with a sureform 60 stapler instrument. There was one sureform green reload by the pylorus and all other firings were with sureform 60 blue reloads. After the staples fired, the aforementioned leak test was performed. The surgeon had noticed ¿a small speck of icg leaking high up on the fundus¿ for which the surgeon ¿over sewed the area with one v-loc suture¿. Additionally, as a precaution, the surgeon used an unspecified number of clips to reinforce the staple line along the greater curve¿. There was only what was described as ¿minimal staple line oozing¿ during the procedure and ¿not enough to even quantify¿. There was no excessive bleeding, no transfusion was required. The procedure completed robotically with no patient injury. The procedure was not recorded. There were no intraoperative instrument collisions and there were no staple fires on any hard object. The tissue was not calcified, there was no tissue tension, and buttress material was not in use. The stapler instrument and all reloads were inspected prior to use and there were no obvious visible issues. There were no known system errors and no report of malformed staples. There were no stapler clamping issues and no reloads stuck to any tissue. There was no report of tissue pushing/bunching. The surgeon attributed the cause of not achieving hemostasis along the staple line with resulting minimal bleeding as being related to an issue specific to the sureform stapler and a blue reload. The surgeon attributed the cause of the unspecified staple line leak with minimal oozing as being related to an issue specific to the sureform stapler and a blue reload.